Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Device received but not evaluated.

Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the returned articular surface identified that one side of the dovetail feature was compressed. Gouges were also noted on the distal surface of the implant. The measured dimensions were conforming to print specifications. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search conducted for the articular surface identified no other complaints for this part and lot combination. Compatibility of the articular surface and the tibial plate could not be assessed, as the part number for the tibial plate was not provided. Although the product experience report states that the surgical technique was followed, the dovetail compression on one side indicates that the articular surface was not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Therefore, it is likely that the problems encountered are related to surgical technique. Detailed instructions for inserting the articular surface are provided in the surgical tip: articular surface inserter ¿proper technique & use¿ document that was previously sent to the field.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface implant did not fit correctly in the tibial implant. Another device was used to complete the surgery.